Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header noted damaged. Analysis of the device memory confirms that all therapy was available at the time of explant. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted due to due to a pocket hematoma. This crt-d was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted due to due to a pocket hematoma. This crt-d was replaced. No additional adverse patient effects were reported.